Event description:
It was reported that the ventilator went into stand by mode, without any alarms, while it was connected to a patient. This happened shortly after the respiratory therapist had changed setting of 02-concentration on the ventilator. The patient was manually ventilated until the ventilator was replaced. There was no patient injury. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.